Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was over 400 mg/dl at time of hospitalization. Customer current blood glucose was 95 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with intravenous insulin drip and manual injection or insulin pen for high blood glucose. Auto mode feature was not active at time of event. Customer reported customer alleges pump was under delivering because they had a high blood glucose. Displacement test and self test was passed. No further patient complication were reported. Device will not be return for further analysis.

Event description:
Correction: customer reported that she woke up with high blood glucose. Issue began on (B)(6) 2022 around 8:00 and she went to the emergency room and was hospitalized at 13:00 for high blood glucose in the 400'smg/dl. Customer had ketones. Customer treated with manual injection and insulin drip. Customer alleged under delivery. Pump passed displacement test. Pump was used at the time of the incident. Per customer, auto mode was not used. It was unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3,b5,h6 hecc,heic with this report